Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus catheter was being delivered, it fractured inside the guiding catheter as it was about to enter the patient, breaking into two parts. The fractured catheter was simply pulled out of the guide catheter, and the procedure was completed with another of the same device. The patients condition was stable.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus catheter was being delivered, it fractured inside the guiding catheter as it was about to enter the patient, breaking into two parts. The fractured catheter was simply pulled out of the guide catheter, and the procedure was completed with another of the same device. The patients condition was stable.

Manufacturer narrative:
H6 device codes: corrected. The device was returned for analysis. Visual and microscopic inspection, along with media inspection of photos provided by the customer, revealed the imaging window was detached near the lapjoint section.